Manufacturer narrative:
There was no malfunction of the device. A review of the alarm log showed the device to alarm for other events around the reported timeframe. A philips response center engineer spoke to the customer biomedical engineer who indicated that the spo2 alarms were found shut off, when the biomedical engineer arrived at the device. The device remains at the customer site, and there have been no subsequent calls for this device/issue. No further investigation is warranted at this time.

Event description:
The customer reported that on (B)(6) 2016 at 5:47 am to 6:03 am, the patient experienced a spo2 decrease which should have resulted in an alarm. However there was no alarm. There device was in clinical use at the time of the event. There was no adverse event or patient harm reported, as a result of this issue.